Event description:
It was reported by the customer that a pyxis medstation es system displayed an error message "server connection failed" and greyed out in the emergency room. Customer added that there was delay to patient care as the nurses were unable to pull the medications. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-jun-2022 to 15-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reported error could not be confirmed. A technical support specialist reached out to the customer for more examples to investigate but the customer did not provide additional information. The system functioned as intended after being assessed by the technical support specialist.

Manufacturer narrative:
Upon investigation of the actual device used in this incident the reported error could not be confirmed. A technical support specialist reached out customer for more examples to investigate but the customer did not provide additional information. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system displayed an error message "server connection failed" and greyed out in the emergency room. Customer added that there was delay to patient care as the nurses were unable to pull the medications. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.